Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient reported that he had a rash beneath the therapy pads and that he suffered from a contact allergy. The patient also stated the he has atopic eczema. The patient's dermatologist prescribed a cortisone cream to the patient and recommended that he take breaks from wearing the device. The patient also used an aloe vera gel. Follow-up indicated that the condition of the rash had improved.